Manufacturer narrative:
(B)(4). This is report 1 of 3. The sample is not available, therefore a sample evaluation was not performed. This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for h12b29043 and h11j07085 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Event description:
On (B)(6) 2012, product surveillance (ps) attempted to contact the home patient (hp) regarding an unrelated alarm and spoke with a friend of the hp. During the conversation, the friend reported the patient was currently in the hospital for an infection. The friend stated the hp had recovered significantly since she was first admitted. The friend thought the infection could have been peritoneal dialysis (pd) related, but was unsure. (B)(4) provided the following information regarding the event: on (B)(6) 2012, the peritoneal dialysis registered nurse (pdrn) contacted home care services and reported the patient experienced peritonitis and was hospitalized on (B)(6) 2012. The cause of the peritonitis was unknown. The patient was recovering from the event. Pd therapy was ongoing. The peritonitis was not related to the baxter pd solutions. On (B)(6) 2012, ps contacted the patient's peritoneal dialysis registered nurse (pdrn) to obtain additional information regarding the infection. The pdrn confirmed the patient did have peritonitis. She stated the patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. Treatment and cause of peritonitis were unknown. It was unknown if the peritonitis was related to any baxter solutions, disposables or device. On (B)(6) 2012, ps contacted the hospital nurse to obtain additional information regarding the peritonitis event. The nurse clarified the patient remained hospitalized at this time and had not yet been discharged from the hospital. She stated the patient was admitted to the hospital with altered mental status. While hospitalized, the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. Treatment rendered for the peritonitis was ertapenem. On an unreported date, while hospitalized the peritonitis was resolved and antibiotic therapy was discontinued. The nurse stated it was unknown if the patient's altered mental status or peritonitis was related to the patient's pd solutions, disposables or device. No further information was reported. On (B)(6) 2012, (B)(4) contacted the pdrn to obtain additional information regarding the peritonitis event. Treatment rendered was unknown. The patient was discharged from the hospital on (B)(6) 2012 and readmitted to the hospital on (B)(6) 2012 for altered mental status. The patient remained hospitalized. It was unknown if the peritonitis or altered mental status was related to dianeal or a baxter device or disposables. On (B)(6) 2012, ps contacted the hp's caregiver (cg). The cg stated the patient has been in the hospital for the past 2 weeks for issues related to diabetes and an infection.